Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; value was not provided. Cause of bg level was not clear. Customer went to the emergency room. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.